Event description:
Customer reported her doctor had made adjustments to her basal rates. Customer stated when she was going to bed her blood glucose was in the 300 mg/dl and when she wakes up at 4 am her blood glucose was 45 mg/dl. Customer was assisted with setting up bolus settings and basal. Customer's current blood glucose was 230 mg/dl. Customer had an appointment and was unable to troubleshoot the device. Customer was advised to call back to troubleshoot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.